Event description:
A caller contacted adc to report that customer¿s adc freestyle libre sensor fell off after 3 days of wear and consequently she was unable to check her blood glucose level. It was further reported that on (B)(6) 2019 the customer experienced an unspecified hypoglycemia symptom and unable to self-treat. Customer was orally administered glucose by a non-hcp and no additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The device manufacturing date has been updated based on product download. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller contacted adc to report that customer¿s adc freestyle libre sensor fell off after 3 days of wear and consequently she was unable to check her blood glucose level. It was further reported that on (B)(6) 2019, the customer experienced an unspecified hypoglycemia symptom and unable to self-treat. Customer was orally administered glucose by a non-hcp and no additional treatment was reported. There was no report of death or permanent impairment associated with this event.